Manufacturer narrative:
H10: the device was received for evaluation. Visual with magnification was performed which observed a loose, dark foreign matter on the outside surface of the valve cap of port 11 only. No other contamination was found in the primary packaging. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified "contamination" was observed in an em2400 valve set. This issues was identified during an unknown process step prior to patient use. There was no patient involvement. No additional information is available.